Event description:
During a check out procedure a ventilator was displaying large leak values. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.